Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and gel globules was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes, there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english, "after centrifugation, fine particles are floating on the gel surface. This has been occurring for these 5 months."